Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. The lead was returned with the helix retracted and dried blood was noted past the helix mechanism up through the lead lumen. Also, deformed conductor coils and cuts in the insulation were noted. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was tested and failed to extend. This was most likely due to the dried body fluid in the mechanism which contributed to the field allegation of helix difficulties. Analysis was unable to confirm the allegations of dislodgement and increased thresholds. This lead was found to be electrically within specification. The damage observed was concluded as induced during the explant procedure. All therapy remained available.

Manufacturer narrative:
Once analysis is complete, this event will be updated and resubmitted.

Event description:
Boston scientific crm received information that this implantable right atrial (ra) lead was observed dislodged by x-ray during a subsequent epicardial lead implant procedure. The dislodgement was due to twiddlers syndrome and the lead was extremely twisted at the header. Atrial thresholds had increased as a result. A reposition procedure was attempted but unsuccessful as the helix failed to deploy. Therefore, this ra lead was replaced successfully and was returned to boston scientific for laboratory analysis. No adverse patient effects reported.

Event description:
--